Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a persistent ¿restart alert 32¿ and would not proceed past the rewind step despite multiple restarts, consistent with a delivery motor communication malfunction traced to the circuit board; a replacement device was arranged and the user was advised to use backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed signal loss associated with a failure to infuse due to a component issue localized to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.